Manufacturer narrative:
Log file analysis revealed multiple alarms and events with the same date stamp ((B)(4) 2015 - 12:35:00), indicative of a failure of the real time clock. The observed frozen date and time stamp indicates the real time clock experienced a communication error, causing the unit to enter a shutdown condition. The shutdown condition causes the date and time to remain frozen. The real time clock will exit the shutdown condition after reprogramming the date and time using a monitor. This observation is not related to the reported event. The reported event was not confirmed; log file transfer was successful during bench testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported data transfer error for the returned controller, (B)(4), was not confirmed during evaluation of the device as data transfer was successful. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported failure of the controller to transfer log files to the monitor could not be confirmed during bench testing; logs were successfully downloaded. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported the sent log files could not be analyzed. Download of the files were interrupted therefore and no evaluation was possible from this controller. The site attempted to use another monitor and usb with the same result. After discussion with the manufacturer's clinical engineer a controller exchange was recommended. The controller was exchanged with no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
Addition information received indicates that the patient was an inpatient, post implant. The monitor was rebooted several times and there was no error messages on the monitor. The issue was resolved with the controller exchange. The patient was reported to be in good condition and stable in a rehab center. The controller has been returned; however, completion of testing is pending. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files available which revealed unusual data patterns. Upon further review, it was noted that the real time clock was frozen with a date stamp of 18.nov.2015 at 12:35:00. This is an indication that the real time clock entered shutdown mode, most likely due to a communication error.